Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was not in place of the patient's body during dialysis due to cuff disconnection from the catheter. It was reported catheter was already 4 years in place with good success. Treatment of the catheter was always preformed on the same way with chlorhexidine 70% solution. A customer reported the cuff was no longer stick to the catheter, and it was not found in the patient's body. The cuff was away and they could not find it anywhere. It was noted the patient had a blood loss, but no blood transfusion needed. The patient also had x-ray of the thorax. It was indicated in the report that the patient had a new catheter in place and there was no problem encountered.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that catheter showed signs of use. Copious amounts of dried fluids was observed. Adhesion was noted on the cannula were the cuff should be. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.